Event description:
A physician reported via a literature article that a (B)(6) male received deflux (dextranomer microspheres/hyaluronic acid) injection into the submucosa of the urinary bladder as treatment for recurrent urinary tract infections. Add'l medical history included left-sided, grade 2 vesicoureteral reflux (vur) and hydronephrosis (B)(6)weeks following the initial injection of deflux. Concurrent medications were not provided. On unk date, the pt, who was seven years old at the time, was injected with deflux. Intraoperatively, two successive injections were required to obtain a satisfactory macroscopic appearance. The first injection, using 0.7 ml, was injected deeper than usual; therefore, a second injection of 0.8 ml was performed. (B)(6) weeks following implantation, the pt experienced acute renal colic related to hydronephrosis. (B)(6) month later, an ultrasound confirmed the disappearance of the hydronephrosis and the presence of deflux without obstruction. (B)(6) years later, the pt again presented with acute renal colic and was diagnosed with acute left hydronephrosis. Upon imaging, a ureteral obstruction with a mass of 4 cm at the meatus in the back of the bladder was found. Obstruction was then confirmed with scintigraphy mercaptoacetyltriglycine (mag3). The pt underwent surgery with dissection of the mass. Pathology revealed a foreign body reaction. Postoperatively, the hydronephrosis and clinical symptoms resolved. The authors felt the events were possibly related to deflux. They were of the opinion that the obstruction was probably secondary to a technical problem related to too deep of an injection and possibly too much volume injected. Report received from (B)(6).

Manufacturer narrative:
Device failure/out of spec condition was not suspected as per (B)(6).